Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 90% stenosis in the proximal left anterior descending. Reportedly, the 3.25 x 12mm rx nc tenku balloon catheter was advanced to the lesion; however, the balloon ruptured during first inflation at 10 atmospheres. A 3.0 x 15mm rx nc tenku balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. A physician commented that the event occurred due to the concentric heavy calcified lesion. No additional information was provided.